Event description:
It was reported to boston scientific corporation that a pt was receiving radiofrequency ablation therapy for liver cancer. The complainant reported that during the procedure, the physician was repositioning the leveen needle electrode during full deployment. The repositioning of the probe during full deployment caused approx two to three times to detach inside the liver. The physician removed the probe and successfully completed the case with another of the same device. The condition of the pt was reported to be normal after the procedure, suffering no injuries or complication.

Manufacturer narrative:
A lot history search was not performed due to the lot number not being provided. A product history search was performed and found non similar complaints against the upn number. The april 2007 rf probes product family trending chart was received and the product family is not at or above the cal limit and does not show an unfavorable trend.